Event description:
It was reported there were problems with the printer. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the printer drawer was damaged. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. (B)(4).